Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup vvi via remote transmission. Patient was asymptomatic. A device download was performed successfully.